Manufacturer narrative:
Product analysis conclusion: the reported endoleak and distal loss of seal were confirmed; however, the exact cause of these events could not be conclusively determined based on the films provided. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy, and earlier post-implant cts were unavailable to evaluate the stent graft¿s in vivo configuration over time. Distal loss of seal was observed in the left limb stent graft, but due to the imaging quality and overlying bowel gas, it could not be verified whether a type ib endoleak was present, but it is seems unlikely. Disease progression may have contributed to the findings, though this cannot be confirmed. The exact subtype of the endoleak observed at the level of the main body graft could not be determined. While a type iiib endoleak is a possibility and may have exacerbated or caused by wire puncturing the graft fabric, this cannot be confirmed. A proximal type I endoleak cannot be fully excluded and may represent the source of the endoleak or could be concomitantly present along with the suspected type iiib endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; it was noted that once fabric damage was observed the focus was on implanting embolizing agents into the sac to reduce flow and pressure and so the type ia endoleak was not ruled out specifically. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient who had previously received a stent graft esbf2514c103ee endur iis bif for treatment of an abdominal aortic aneurysm underwent follow-up, during which the aneurysm sac continued to enlarge. A diagnostic angiogram was performed, and contrast injection above the graft suggested a suspected type 1a endoleak. Contrast injection within the graft did not demonstrate an obvious graft defect. During the procedure, the wire exited the main body graft lumen through what appeared to be a hole and curled within the sac. Subsequent contrast injection through a catheter delivered over the wire demonstrated a hole feeding directly into the abdominal aortic aneurysm sac. The sac was filled with a combination of plugs and coils during the procedure. There was also a loss of seal distally on both sides, although this did not appear to be filling the main abdominal aortic aneurysm sac. The defect remains open, and there is a plan to potentially reline the graft with a proximal cuff or aui. Per the physician the cause of the event is undetermined. No additional clinical sequelae were provided and the patient will be monitored.